Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. The investigation determined that the reported event was most likely due to a defective power supply unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device has not been returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.